Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had motor error alarm. Customer blood glucose value was unknown. Customer stated that crack on the body of insulin pump, reservoir and on the battery. Customer also stated that insulin pump rejected new batteries and motor was louder to rewind. Device will not return for analysis.

Manufacturer narrative:
Device received with cracked reservoir tube lip and cracked battery tube threads noted. The test reservoir p-cap was able to lock in place. Device passed displacement test, rewind test, basic occlusion test, prime/a33 test, excessive no delivery test and occlusion test, no motor error alarm during testing noted. The motor was tested outside the unit and passed. Device passed self test, off no power test and all operating currents tested within the spec. No failed battery test alarm noted. (B)(4).